Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue on the pump. The reporter indicated that the pump history showed low battery alarms and showed evidence of short battery life for even with 3 different batteries out of two different boxes. There was no noted damage to the battery compartment or cap and there was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the pump's black box data from the time of the event has been overwritten due to continued use of the pump. The current black box data showed no evidence of short battery life. The pump was able to power on normally with no issue. The current draws were within specifications. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.